Event description:
It was reported that the fiber cap broke off inside the pt at 10,566 joules. The cap was retrieved. No pt injury was reported. The procedure had been initiated with a different fiber (reference MFR report# 2937094-2012-00116). The procedure was completed with a third fiber.